Event description:
An other healthcare professional reported that blade smaller than expected and enlarge the incision in order to insert the lens cartridge during cataract surgery (with intraocular lenses implant). The surgery was completed after replacing the product with new one. Additional information received that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported that the 2.4 millimeter (mm) blade was smaller than normal, which resulted in a tighter incision than usual. The manufacturer's evaluation of the returned sample confirms the customer's reported event: a visual inspection was conducted on the turbid red 2.4 millimeter (mm) 45 degree angle slit knife. By measuring with a calibrated caliper, the blade was 2.33 mm. The blade had surgical residue on it. A review of the reported pak's bill of materials (bom) shows the suspect product is knife. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The supplier has acknowledged the complaint and will take appropriate actions as necessary. No adverse trends have been observed associated with the reported product and event. Quality assurance will continue to monitor customer complaints and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.